Manufacturer narrative:
Unit evaluated and repaired at the (B)(6) center.

Event description:
It was reported that the power cord power prongs are bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.